Event description:
It was reported that the ipg was approaching end of life. The programmer displayed the ¿replace generator soon¿ message and indicated that battery status is at <2.73v. Clinician programmer (cp) logs confirmed that the eri message: ¿replace generator soon/the generator is approaching its end of service¿ was displayed. It was noted that the patient ran high energy tonic stimulation. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that ipg was at end of life (eol) and therapy was lost. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.